Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 30mm x 143cm coyote nc balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without a problem and with no damage observed and was replaced for a different model to complete the procedure. Per the physician, the balloon rupture occurred on all related devices at around 10atm probably due to calcification being spiky. No complications reported, and patient status was good.